Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument was showing asynchronous movements with the robot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and while attempting to manipulate instruments. The instrument movements did not scale appropriately to the surgeon's intended movements, resulting in a delay rather than a direct mismatch. Although the intended direction of instrument movement was correct, it was delayed, indicating a lag in the timing of the instrument's response. There was no shakiness or friction experienced; however, the problem was persistent throughout the procedure, occurring while the surgeon was trying to grasp tissue. The issue was resolved when the provider used a different instrument, as the initial drape was unavailable for return. There was no patient injury reported, but there was interference between the system and instrument. No external collisions were noted, and the device was inspected prior to use with no damage found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm); however, the grip tips moved in the opposite direction. This behavior was observed in the pitch direction and presented on qty three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause is attributed to a partially seated instrument and subsequent disengagement. Motion issues are a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula.